Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia and the presence of high ketones. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours; a hazard alarm during operation was also reported. The patient went to an urgent care facility, where she was treated with fluids and released after 4 hours.